Manufacturer narrative:
This event was determined to be supplemental information to MFR# 2916596-2026-2916876. The investigation findings will be submitted under MFR# 2916596-2026-2916876

Event description:
It was reported that the patient had received a heartmate ii (hm2) to heartmate 3 (hm3) exchange on monday (B)(6) 2026 for thrombus. The hm2 serial number was unknown. The patient passed away on (B)(6) 2026 due multifocal stroke. The patient was known to have a clot pre-operation. This was a complex and high-risk re-operation for a second pump exchange. The outcome was not considered as device or therapy related. Autopsy was not performed, and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.